Manufacturer narrative:
Initial 1 of 3 e1: name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive issue involving three infusion sets on (B)(6) 2026, as the infusion sets fell off within one hour of insertion. The patient resolved the issue by changing the infusion set and successfully resumed insulin delivery.